Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d9; g3; h2; h3; h6 and h11. Corrected field: h6; h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified: faulty dual in-line memory module (dimm) board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty dimm board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had scope communication error code e117. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.